Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation. The set was returned spiked into an IV bag and extrusion set not manufactured by b. Braun. The sample was tested for leakage, with air noted to be leaking from a cut in the tubing at the location green slide clamp. Upon further evaluation, it was determined that the cut tubing was not a result of a manufacturing process problem. Extensive etr (engineer test report) testing was conducted on various retain samples, and individually on the clamps and tubing space pump segments of the IV sets. Testing included a functional stress test/event replication study per the IFU (instructions for use) all with passing results. Apparent bending modulus (stiffness) tests and tensile tests were performed and did not reveal any significant differences between different tubing samples. All post-sterile and aged tubing samples have comparable stiffness values and frosting of tubing does not affect tubing properties. Tga (thermogravimetric analysis) was performed to compare raw material and extruded tubing surface to evaluate if changes, if any occurred to the material during extrusion process. No significant variances between the extruded material and the raw material were noted. Dimensional testing on the green anti-free flow clip was done to evaluate any significant impact on tubing integrity. No dimensional issues were found during the study and all samples were within specification. All performed testing was found acceptable and the cut tubing is not determined to be the result of any material chemistry, extrusion, manufacturing or packaging process. The most probable root cause of cut tubing is believed to be attributed to misloading of the IV set into the pump. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the set was found to be leaking at the free flow protection clip. No injury was reported.